Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the motor device were damaged, the cable/cord/wiring was damaged, there was a hole/cut in the hose of the device, the device had an excessive noise level, the rotations per minute (rpm) was below specification, and the temperature of the device was above specification. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, no short circuit between sensor gnd and connector body, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, motor thermistor assessment, and loctite and cable assessment. It was noted in the service order that the socket pin was broken and the was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.